Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high defibrillation thresholds (dfts) and non-conversion of vt. It was noted that there were no adverse effects because the patient had a left ventricular assist device (lvad). The physician noted that high dfts were likely attributed to rv placement up high on the septum, which did not allow for a good shock vector. After the new lead was placed in the apex, dfts were within normal limits. No additional adverse patient effects were reported. This rv lead will not be returned as it was retained by the explanting hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.